Manufacturer narrative:
The double header cleaning brush is used for endoscope channel cleaning. The lot number of subject device was unknown as well as the date of the event. The subject device was not returned to us endoscopy for evaluation. The double header cleaning brush instructions for use states: "if the channel(s) are known to be occluded or resistance is met in attempting to pass the brush through the endoscope, do not force the cleaning brush through the endoscope. Dispose of the cleaning brush after initial use. The mechanical attachment of the brush(es) to the plastic sheath cannot be guaranteed to be reliable or secure following initial use." The user facility believed the event was a result of use error and requested in-service training. Us endoscopy provided in-service training on july 26, 2018.

Event description:
The user facility reported that the brush head component of a double header cleaning brush became detached during cleaning and was retained in the endoscope channel. The brush head was pushed into a patient during the next procedure and was immediately retrieved. There was no report of patient or user harm due to the detached component nor the retrieval.